Event description:
Oversensing

Manufacturer narrative:
Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary:middle insulation breached mio; partial lead in segments was returned for analysis. Other text : oversensing high lead impedance identified from a routine follow-up std file collected by tcss. The high impedance was identified using the translation software. No field report received. Actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed; visual examination: insulation degradation/deterioration, insulation; device was out of specification in a manner that relates to event, oversensing.

Event description:
Oversensing high lead impedance identified from a routine follow-up std file collected by tcss. The high impedance was identified using the translation software. No field report received.